Event description:
Study prevention of cardiac adhesions in pediatric cardiac surgery. Centre number: 2. Patient number: 4. Description: 2005- sudden death. Action taken: medication. Outcome: death.

Manufacturer narrative:
2007. Medra item(s): sudden death, unknown death cause. This is a case reported to baxter by the responsible cro of an investigator driven coseal trial: a multicenter prospective, open, observational study to assess the performance of coseal as a barrier for adhesion prevention in pediatric cardiac surgery. Given the paucity of clinical information available in this case, baxter conservatively assesses this case preliminary as possibly related for reporting purposes. This does not necessarily reflect a conclusion by baxter that the case or information contained within constitutes an admission that the medical device caused or contributed to the reported adverse event. A final assessment is pending further investigations. Data required for further investigation as assessment: or report first surgery. Coseal: volume applied, application method (spray or standard applicator). Latency (temporal relationship) of event related to surgery (hour, days). Therapeutic measures to address the reported complication. Or report and findings at redo surgery (if performed). Rationale for the causality assessment of the investigator. Relevant laboratory, imaging, and eventful autopsy findings. Md biosurgery.